Event description:
It was reported that the ilet device¿s sleep/wake button became unresponsive for approximately 30 to 60 minutes, consistent with a key or button not working, and associated with the switch/relay component; the user submitted a video, synced data, and completed a firmware update and restart after which the button functioned normally, with blood glucose reported as unaffected and no hospitalization. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive key/button involving the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.